Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The patient developed red, bumpy welts underneath the back electrodes as well as pustules filled with fluid that is leaking out. The patient's physician prescribed a steroid cream for the irritation. The patient reported that the irritation improved after using the prescribed steroid cream.